Event description:
The user facility reported a saline bag back filled during recirculation mode. Per the clinical mgr there was no patient involvement. When asked, she was unsure of any repairs that where made to the machine.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel; therefore, the failure mode could not be confirmed or replicated in field testing. However, the facility reported that they replaced several parts and the machine was returned to service. The customer was unsure of what parts were replaced or repairs performed. An investigation of the device manufacturing records were conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material and process controls were within specification.